Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a charge-coupled device unit malfunction. An additional problem with noise on the display was due to a torn or damaged cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during preparation for use, the image on the high definition autoclavable camera head had disappeared and the visual field was suddenly lost. The intended diagnostic procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 14 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, the video did not function properly image, due to a charge-coupled device failure. Olympus will continue to monitor field performance for this device.